Manufacturer narrative:
Tested the binaxnow covid-19 ag card retain kit lot 160836 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negatives were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 & 195-260 / lot 160836 and device part number 195-430wl / lot 156071. Quality control release testing met specifications and there were no invalid results observed and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Pcr confirmation testing was performed with an unknown platform and generated a negative result. The consumer mentioned that she is a doctor and also other doctors informed her that the results are inaccurate and prescribed covid medication to her. The consumer stated that she was symptomatic.